Manufacturer narrative:
Section d9: device available for evaluation? Yes. Returned to manufacturer on: dec. 20, 2021. Section h3: device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaint was received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided. Best estimate of date of event is between (B)(6) 2021. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
An intraocular lens (iol) was explanted from the patient's left eye due to iol intolerance because of starburst and glare. Replacement lens was a zcu model of the same diopter, serial number (B)(4). There was no incision enlargement, no vitrectomy, no sutures done. The patient is doing well and no injury was reported. No other information was provided.